Manufacturer narrative:
A review of the submitted photograph was performed by isi. The image showed that there was tearing on the distal clear silicone tip (mouth) that propagated into the gray silicone area of the monopolar curved scissors (mcs) tip cover accessory. The cause of this issue is due to repeated/excessive mechanical and thermal stresses. No thermal damage or missing piece was identified based on this analysis. Historical review of the site's complaint history identified no related event and no complaints related to a monopolar curved scissors (mcs) instrument. A log review could not be performed at this time because the product information currently provided was incomplete. The product referenced in this complaint was used on a patient with an infectious disease and was disposed. The product will not be returned to isi for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being classified as a reportable event based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, damage was observed on the mcs tip cover accessory. A new mcs tip cover accessory was installed into the same mcs instrument to continue the procedure. There was no allegation of arcing and no reported patient injury. However, damage to the gray portion of the mcs tip cover accessory could result in arcing which could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) instrument was used for a surgical task and damage was observed on the mcs tip cover accessory. The user installed a new mcs tip cover accessory into the same mcs instrument to continue the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no electrolube was used during installation of the mcs tip cover accessory. The mcs instrument was used for approximately an hour with no observation of instrument collision or arcing.